Manufacturer narrative:
The device was returned for analysis with the inner member separated. The reported difficulty to remove could not be tested due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device met resistance with the guide wire during removal causing the reported difficulty to remove. Additionally, the reported patient effect of EKG/ECG changes appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience skypoint device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous proximal left anterior descending thrombotic lesion. After a 3.5x18mm xience skypoint stent was implanted and post-dilated, the EKG/ECG noted st elevation. Myocardial infarction was not diagnosed based upon the EKG/ECG changes. No treatment was provided. As the device was being removed it met resistance with the non-abbott guide wire. Both devices were simply removed altogether. Once the device was removed, the st returned to normal and the procedure itself was completed without any issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.